Event description:
A user facility charge nurse (cn) reported that an internal dialyzer blood leak occurred immediately upon initiation of a patient¿s hemodialysis (hd) treatment. The blood leak was reportedly visible in the dialysate compartment of the device, and in the drain line. The machine, a fresenius 2008t, alarmed with a blood leak alert. Fresenius bloodlines were also being used. Blood test strips were not used. There was no damage identified on the dialyzer. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 150 to 250 ml. The cn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on the same machine. The dialyzer was not available to be returned for a manufacturer evaluation as it was reportedly discarded. The lot number for the dialyzer was reportedly unknown. Upon follow up, it was confirmed that the device had been discarded before the lot number was documented.

Manufacturer narrative:
Additional information: b5; the lot number for the dialyzer was not known. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Thirteen lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There were one to multiple approved temporary deviation notices (dns) reported on four of the lots which were unrelated to the complaint event. There was one non-conformance (nc) on one of the lots, which also was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge nurse (cn) reported that an internal dialyzer blood leak occurred immediately upon initiation of a patient¿s hemodialysis (hd) treatment. The blood leak was reportedly visible in the dialysate compartment of the device, and in the drain line. The machine, a fresenius 2008t, alarmed with a blood leak alert. Fresenius bloodlines were also being used. Blood test strips were not used. There was no damage identified on the dialyzer. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 150 to 250 ml. The cn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on the same machine. The dialyzer was not available to be returned for a manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
Correction: the g4 date on follow-up #1 was incorrect. The additional information about the lot number being unknown was provided on 08/12/2020, not on 08/14/2020.